Event description:
The following information was reported to gore: on an unknown date, this patient underwent endovascular treatment using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) in avg shunt anastomosis. On an unknown date in (B)(6) 2022, the second viabahn was placed to treat a new lesion proximally. On february 6, 2023, thrombotic occlusion was noted. When the thrombus was removed using a fogarty catheter, the second viabahn migrated distally. Poba (plain old balloon angioplasty) and the third viabahn were performed to treat the subclavian vein stenosis. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records indicated the device lots met all pre-release manufacturing specifications. Neither the primary reported complaint of thrombotic occlusion of the vsx device, nor the secondary reported issue of endoprosthesis migration after deployment could be independently confirmed. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the information provided, the root cause of the reported occlusion cannot be established. The root cause of the endoprosthesis migration was reportedly an interaction with a catheter used in a procedure to address the reported occlusion. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.